Event description:
Device malfunction: premature deployment. Time of malfunction: during device preparation. Symptom/ae: it was reported that the xpert stent prematurely deployed during device preparation. The device was not used and there was no pt involvement. Though requested, no add'l info was provided.

Manufacturer narrative:
The customer reported the device was discarded. Review of the device history record did not reveal any non-conformity which could have contributed to this complaint.